Manufacturer narrative:
Material #: 367364 lot/batch #: 2234344 bd received 23 samples for investigation. The samples were evaluated by visual examination and the indicated failure modes for damaged packaging and luer separation with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes damaged packaging and luer separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." The following fields were updated due to additional information: device available for evaluation: yes. Returned to manufacturer on: 2023-07-11.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was tubing separation or kink. The following information was provided by the initial reporter: according to the customer's report, the individual packages were squashed, and tubing was found to be detached from the holder.

Manufacturer narrative:
D.3 common device name: blood specimen collection device; intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was tubing separation or kink. The following information was provided by the initial reporter: according to the customer's report, the individual packages were squashed, and tubing was found to be detached from the holder.